Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an error code related to the power management board function was observed. The estimate was rejected and the device returned to the customer unrepaired per customer request.